Event description:
While trying to set up the infant ventilator the therapist could not get the ventilator to recognize the neonatal flow transducer. Rcp requested assistance and the ventilator recognized a new transducer being plugged in. The two bad transducers sent back with biomed for evaluation. Therapist noted that this error occurs many times on these ventilators when trying to attach these flow transducers. The flow transducers are delivered in sealed sterile bags after steam sterilization. Manufacturer response for ventilator , critical care, flow transducer (per site reporter): this is a reoccurring issue with these transducers and previously reported to medwatch. Manufacturer response for flow transducer, avea flow sensor (per site reporter): this is a re-occurring event on these transducers. Issue ongoing.